Event description:
Discordant results were obtained on one patient sample tested for multiple methods on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse found dried patient sample on top of the aliquot drain. The cse replaced the aliquot probe and drain. The cse ran system checks and tests, all of which passed. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant results was due to improper sample handling by the customer. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.